Event description:
Reference MDR #1219856-2012-00358 for the first event involving the same pt. It was reported per a phone call that when the clinical support specialist (css) spoke to the rn; he stated that he had a male pt in cardiogenic shock that had a fiberoptix intra-aortic balloon (iab) placed via a sheath in the left femoral artery over 30 hours ago. Today, (B)(6) 2012, again after repositioning the pt they got another "system error 6" alarm. At this time they could not reset the alarm unless they were placing pressure on the groin site. They changed that pump out for a third pump and called the css. The third pump is pumping in autopilot at present and they will continue to use this pump at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation.